Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 39 mg/dl. Customer blood glucose reading while admitted was 39 mg/dl. Customer had went to hospital due to low blood glucose reading. Customer changed the set every 3 days. Customer was treated in the hospital. Customer admitted was admitted in the hospital in their own. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treatment was insulin intravenous. The product will not be returning for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).